Event description:
Boston scientific received information from the pt that this right ventricular lead exhibited an unspecified product performance issue. The local field rep was contacted for additional information. Additional information was received that this lead exhibited intracardiac electrogram noise associated with oversensing, pacing inhibition and cardiac arrest. The pt was presented back to the electrophysiology lab five days later and the rv lead was explanted and replaced due too suspected clavicular crush. No additional adverse pt effects were reported. To date, this product has not been returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.